Manufacturer narrative:
The impella device was not received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. Cath lab staff reported that patient had hematuria pre impella. Impella pump noted to be deep - 6 cm after echocardiogram in intensive care unit. Foley subsequently placed with frank hematuria present. Degree of hematuria prior to impella was not witnessed by writer. Urine cherry red after foley placement. Plasma free hemoglobin pending. There was intermittent ¿impella in ventricle¿ alarm when staff repositioned the patient. This was resolved by placing the patient back supine. This alarm was briefly followed by a placement signal low alarm which was brief and self resolved. The device was repositioned by provider to around 4 cm. The patient has been transferred to a differently facility.

Manufacturer narrative:
B2: revised selection as it was reported incorrectly on the initial report that was submitted. E1: added zip code extension as it was omitted from the initial report that was submitted. H6: medical device problem code a0709 was replaced with (B)(6) due to follow up information received that there is no allegation that the placement signal was inaccurate/not functioning and confirmation that the pump was deep/out of position. Type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. Investigation summary: product was not available. The cause of the hemolysis could not be definitively determined. Based on the clinical details provided that the patient's position was altered at the time of the alarms, the cause of the device in wrong position was determined to likely be a use issue.

Manufacturer narrative:
Updated information: b2 selected death. B5 narrative updated. H1 updated to death. H6 clinical code added e1302. H6 impact code added f02.

Event description:
Clinical assessment: a 66 year old male patient was admitted for acute myocardial infarction and cardiogenic shock. An impella cp was placed. Already prior to placement, the patient showed hematuria due to a traumatic foley insertion. While not primarily caused by the impella cp, the hematuria will be coded to the device as the need for systemic anticoagulation might have aggravated the bleeding. After five days of support, the patient was escalated to an impella 5.5. Due to the poor prognosis of the underlying disease, care was withdrawn after an additional 4 days of support and the patient expired. Death was most likely to be caused by the underlying disease but will be conservatively coded to the impella 5.5.